Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000368480 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. The endoscopic harvesting kit stopped its bipolar function. They were unable to coagulate the branches of the vein. They opened another unit to complete procedure. The delay of continuation of the procedure was 5-minute tops as we realized any reset, cleaning of the tip was not the issue. No harm to the patient.